Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 464 mg/dl. The customer was treated with shots. Customer also reported that the insulin pump had no delivery alarm. The customer declined troubleshoot for high blood glucose and no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.